Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from extreme pain, discomfort, inflammation, and swelling of the right hip as well as a feeling of dislocation. The patient also alleges toxic amounts of cobalt chromium metal ions and particles were released. Bilateral doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip); doi: (B)(6) 2009-dor: none reported (left hip); patient is a resident of (B)(6). Update rec'd (B)(4) 2014- medical records received. After review of the revision operative note, it indicated blackening at the interface of the acetabular component. It also indicated acetabular component retroversion that was corrected. The cup is now being reported for malpositioning. There is no new additional information that would affect the existing MDR decision complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 10/30/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4). Update rec'd (B)(4) 2014: medical records received. Part info provided. After review of the medical records the first two head and liner are for the right hip and the second two unknown head and liner are for the left hip. Part info for the unknown cup was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds additional reports against lot code 2374852. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no additional related reports against the remaining product and lot combinations. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update 26 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleged elevated metal ions however there is no value of laboratory. Doi: (B)(6) 2007; dor: (B)(6) 2012; (right hip).